Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study indicated the patient had high impedance to their right vim lead. There were no clinical symptoms, as this was within 1 month of surgery. It was likely a normal recovery issue from implant. The impedances were within range at the next programming session and the issue was considered resolved without sequelae on (B)(6) 2017. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp of a clinical study indicated the relationship of the event to the implant procedure was possibly related. It was thought to be related previously. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. High impedance was reported. There was no applicable clinical diagnosis. Etiology, diagnostics, interventions and outcome were unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which updated the etiology as related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40 lot# va1bdyv implanted: 2016(B)(6) product type lead concomitant product (lead: lot #va1bdyv) added as correction. Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated no cause had been determined.